Event description:
The surgeon reports the pt, who had an implanted valve, was examined using MRI approximately 1 year ago in preparation for gamma knife surgery. The pt was not checked for valve adjustment following the MRI procedure. The surgeon saw the pt for follow up about 1 year later and the pt reported experiencing headaches and other signs of hydrocephaus for the past 6 months. On checking the position of the valve, it was noted to be on 180, not the 110 to which it had been set the previous year. The pressure could not be adjusted and the valve was explanted.